Event description:
It was reported that a patient with a pain stimulation implantable pulse generator experienced stimulation unexpectedly turned off overnight, and the mystim application showed the stimulation status as ¿off.¿ the patient reported being unable to turn stimulation back on due to a message indicating the implant battery needed to be above 10% because the battery was ¿in the red,¿ and a ¿stimulation low¿ warning was displayed with the battery indicated ¿in the red.¿ the patient reported inconsistent battery charge indications, where the battery appeared low/red but after restarting the handset it showed approximately 50¿60% charged. The patient stated stimulation shut off when the implant charge was reported around 50%, and charging frequency had markedly increased to about every 1.5 days compared to previously lasting about 5 days, without any setting changes for approximately 6 weeks. Restarting the handset was required to restore the ability to recharge and turn stimulation back on. An agent reviewed that the implant appeared to be low in charge, which was why stimulation was turning off. Troubleshooting did not resolve the issue, and the patient was redirected to a healthcare provider for further evaluation and management.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.